Manufacturer narrative:
This product was received for evaluation and the reported failure was not confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the device was showing a green screen. A delay of unknown duration in the procedure was reported as a back-up glidescope avl video baton 3-4 was obtained. No harm to patient or user was reported.